Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective pain relief in his middle/low back. Reprogramming was unable to resolve the issue. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective stimulation was achieved following the procedure and the issue is resolved.